Event description:
The patient underwent percutaneous transluminal coronary angioplasty. The cardiologist attempted arteriotomy closure with a prostar xl 8 fr pvs device. On advancing the device for marking, the cardiologist reported feeling a pop. The needles deployed without difficulty and were removed. As the device was pulled back to acccess the sutures, the cardiologist noted bleeding around the sheath. Device removed and 10 fr sheath inserted. Hemostasis initially gained with 10 fr sheath, but bleeding noted around sheath after sheath was further manipulated. Femstop was applied with good hemostasis initially. One hour after the procedure, and subsequent to repositioning the femstop, bleeding around the femstop was noted. The pateint was taken for surgical repair of the arteriotomy. Surgery was successful and the patient did fine. The device was not returned to the MFR and was not available for evaluation. The lot number was not provided. There was no device malfunction reported. It was not clear from the available info whether surgicial intervention would have been necessary had the arteriotomy not been further enlarged by manipulation of the 10 fr sheath after the pvs device was removed.